Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer changed the infusion set twice. Insulin delivery was resumed. Customer's blood glucose was 232-248 mg/dl.